Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a literature document was received detailing the following: miettinen-2012 reported one revision due to armd (adverse reaction to metal debris). Miettinen 2012 - metalli-metalli-liukupintaisten lonkan tekonivelleikkausten 5-vuotisseurantatulokset.